Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 387 mg/dl at the time of incident and current blood glucose level was 221 mg/dl. Customer other relevant blood glucose level was 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer feel ok trouble shoot. Customer treated high blood glucose with manual shot and insulin pen. Customer not alleging that the insulin pump was under delivering. Customer not using auto mode feature. It was also stated that the self-test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.